Event description:
A customer contacted beckman coulter inc. (Bec) reporting that erroneous high ne (neutrophil) and low mo (monocyte) results were generated by the unicel dxh 800 coulter cellular analysis system without instrument generated flags. This same patient sample was previously tested on another system and yielded the same initial erroneous result. The sample was retested and yielded correct results consistent with a result from a previous day's instrument results and manual smear results for a single patient. There were no injuries or changes to the patients care or treatment. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found that the system had poor flow cell phase alignment. The fse replaced the flowcell, mal sensor, and sample line. The fse then performed a flow cell phase alignment which resolved the issue. Service was verified following established procedures and the instrument conforms to published specifications. This is one of two individual medwatch reports being submitted as two separate devices were involved. Reference medwatch numbers 1061932-2012-02847 and 106-1932-2012-02848 for all associated reports. The same patient sample is involved in each report.